Manufacturer narrative:
(B)(4): information unavailable.

Event description:
It was reported that after a sleeve gastrectomy procedure, the patient had to be brought back to theatre due to staple line bleed. Patient had to be re-operated on to stop the bleeding. Patient is ok now. Device has been discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.